Manufacturer narrative:
The system was serviced in the field and failed hardware tests due to the monitors showing a no signal message. After computer replacement both monitors would boot up properly to the login screen. Several power cycles were completed and the issue did not repeat. Codes b01, c02 and d02 are applicable. The computer was returned for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. All display ports-dvi, hdmi and dp functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing and was fully functional. Codes b01, c19 and d14 are applicable. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(4).

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system would not boot. Additionally, it was reported that both carts for the navigation system had blank screens with no signal. There was no patient present when this issue was identified.